Event description:
The complainant reported that the clinician was preparing a polaris ultra ureteral stent to perform a ureteroscopy procedure in the ureter of a patient, but the device "would not work". The clinician then obtained another polaris ultra ureteral stent and successfully completed the patient procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts have been made to obtain additional event and patient information.

Manufacturer narrative:
This device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed.